Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation on his back under the lifevest. It was reported that the irritation may not have been caused by the lifevest. It was reported that the patient was being treated by hospital staff. The exact treatment was not reported. Follow-up indicated that the irritation had healed.